Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00421. All information from the original report(s) has been transferred to this report.

Event description:
It was reported, by philips international team, while not in clinical use, the v60 displayed check vent: proximal pressure sensor auto-zero failed". The authorized service provider (asp) was not able to duplicate the issue. The asp confirmed the occurrence of error code 110b (check vent: proximal pressure sensor auto-zero failed) in the event log. The 3rd and 4th solenoid were preventatively replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced solenoids (position 3 and 4) were returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech performed testing (per document (B)(4), part 007, version 00) and the tech verified that a proximal pressure sensor auto-zero failed was generated by the test device using the returned solenoids. Additionally, the test device produced a pressure regulation high alarm with the returned solenoids installed. The pil tech concluded that the returned position 3 solenoid, which was swapped from the position 3 to position 2, was stuck in the de-energized position. This confirmed that the suspect solenoid 3 was faulty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.